Event description:
The device was later returned for analysis.

Event description:
Boston scientific received information that during a system revision due to previous low shocking impedances, an attempt was made to implant this implantable cardioverter defibrillator (ICD). During the procedure, a fault code 1004 was observed. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, the clinically observed fault code was confirmed. Analysis determined that the plasma fuse was open due to a shorted lead fault. External shorting of the lead during a charge is known to cause internal damage to the device circuitry and devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.